Manufacturer narrative:
There was no product malfunction; the root cause was determined to be related to the change in the configuration of the device by the customer update. The customer explained that a few days ago an update took place, and that this update has caused changes in the alerts when the patient monitor produces sound. A philips field service engineer (fse) went to the customer site, and confirmed that this was a configuration issue; the fse changed the configuration of the system to resolve the issue. No parts were ordered and no repair was warranted. The device remains in use at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation or action is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported unexpected alarm behavior which resulted in a child turning blue due to hypoxia and having to be re-intubated.